Event description:
This peritoneal dialysis (pd) patient¿s spouse reported the patient was discharged from the hospital. The patient was diagnosed with peritonitis. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and the information documented in the discharge summary. The patient went directly to the hospital on (B)(6) 2026 due to acute onset of abdominal pain and vomiting following a pd exchange. On presentation she was found to have diffuse abdominal tenderness, leukopenia, thrombocytopenia, and cloudy pd fluid. The patient was admitted to the hospital. The patient had pd cultures obtained on (B)(6) 2026. A computed tomography (CT) scan was performed on (B)(6) 2026 and showed a large volume of free air in the abdomen and pelvis, pneumoperitoneum. It was inconclusive if the cause was due to the pd catheter or a perforation. There was diffuse thickening of the traverse colon suggesting colitis. The findings of the CT scan raised concern for peritonitis. The CT report also documented bilateral pleural effusions, but no further mention in the doctor¿s notes were found. Pd fluid analysis showed a high nucleated cell count (not provided). The patient¿s white blood cell (wbc) count on (B)(6) 2026 was 4.5. The pd effluent cultures resulted positive for stenotrophomonas maltophilia. This was confirmed by nephrology and infectious disease consultants. Initially the patient was administered intraperitoneal (ip) vancomycin and cefepime (dose, and frequency not provided). Those were discontinued after the culture results. The patient was then started on intravenous (IV) levofloxacin (dose, frequency, and duration not provided). Additionally, the patient was administered minocycline which was discontinued due to intractable nausea. The patient was also prescribed oral nystatin swish and swallow 5ml 4 times daily to continue until on (B)(6) 2026 for prophylactic antifungal. Pd treatments were continued throughout the hospitalization. The patient was administered torsemide for fluid retention (route, dose, frequency, and duration not provided). General surgery was consulted for possible bowel perforation. After imaging and monitoring, surgery was deemed unnecessary and the patient was monitored. The patient experienced moderate malnutrition. This was addressed with dietary modifications and nutritional supplementation as tolerated. Additionally, the patient had persistent constipation, which was addressed with miralax, senna, and docusate. The patient remained hemodynamically stable with down trending inflammatory markers and improvement in abdominal symptoms. Pt and ot noted decreased strength and activity tolerance, but the patient was able to ambulate with a rolling walker. The discharge summary lists the discharge diagnoses as bacterial peritonitis, moderate malnutrition, and constipation with resolved diagnoses of sepsis (on (B)(6) 2026), sirs (systemic inflammatory response syndrome) (on (B)(6) 2026) and hypokalemia (on (B)(6) 2026). There was no written documentation by the doctor referring to those resolved diagnoses. The patient showed a low potassium on the 24th with 3.4. The patient was discharged on (B)(6) 2026 on oral levofloxacin 250mg daily for 3 weeks (last dose on (B)(6) 2026); furosemide 40mg daily; and the nystatin swish and swallow 5ml 4 times daily until on (B)(6) 2026. The peritonitis event was caused by a lack of aseptic technique. The patient is continuing ccpd therapy during recovery.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of bacterial peritonitis. However, there is no documentation of a causal relationship between the use of the cycler set and the patient¿s peritonitis event. Additionally, there is no report of a cycler set defect reported for this event. The reported cause of the peritonitis event was a lack of aseptic technique by the patient. The culture result of stenotrophomonas maltophilia supports that finding as ¿s. Maltophilia is an emerging multidrug-resistant opportunistic pathogen; it can be found in water, soils, and on rhizomatous plants.¿ during the hospitalization, the patient encountered several additional complications (malnutrition, constipation, hypokalemia, among others) which were not reported to be related to pd therapy or the use of any fresenius products. The malnutrition was addressed with dietary changes which could have accounted for the patient¿s potassium levels, and the constipation was addressed with stool softeners. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event and subsequent hospitalization complications.